Event description:
Customer complains blood leak after starting treatment. No blood loss for the patient. No medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.